Event description:
Customer reported having in accurate readings and the device would go into threshold suspend. Customer states threshold suspend was set at 68 mg/dl, checked settings and it was set at 60 mg/dl. Customer stated soft sensor was more accurate. Customer's blood glucose was unknown. Customer did not exhibit symptoms of low blood glucose. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.